Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The device was received and evaluated. Visual inspection of the device revealed saline residue as well as procedural tissue debris within the suction tube. The active tip also showed visual signs of activation. The suction failure could not be tested, therefore this device was forwarded on to the supplier for further investigation. The supplier also noted visual evidence of activation, with some tissue remaining within the suction holes of the active tip and procedural debris remaining in the suction tube. The device was connected to a test generator and displayed all the proper defaults. The device passed the functionality testing but failed flow testing. There were no leaks detected within the device under high positive pressure. Therefore the low suction can be attributed to normal procedural debris. The exact root cause cannot be determined, however it is possible that the device tip was buried in too much tissue. Cutting an excessive amount of tissue at once could create a large amount of buildup within the suction port, causing a blockage that would reduce the amount of suction. A review into the depuy synthes mitek complaints system revealed no other similar complaints from this lot of devices released for distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that the suction on the vapr tripolar 90 suction elect device was blocked during an unspecified surgical procedure of the shoulder. According to the reporter, the issue was noticed half way through the case. There was an unspecified delay in the surgery. An identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.